Event description:
New information received notes that the pacemaker was explanted and replaced. The right ventricular (rv) lead and right atrial (ra) lead were capped and replaced on (B)(6) 2025.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker, right atrial lead and right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition, in inappropriate mode switch and in inappropriate high ventricular rates. No intervention was performed. The patient was in stable condition. The patient will be further monitored.